Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. E1: patient city: (B)(6). Patient country: brazil. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6006932 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006932 were previously tested in complaint (B)(4) on 09/jul/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: flow according to wi version 2 on reference samples, reference samples passed the test. Functional test 2: leak according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot[?]6006932 was manufactured according to the wi version 78 and packaging in the machine 08 and 12, on 29/apr/2024, with a total of (B)(4) units. Assembly: the lot 4d04373 was assembled according to the wi version 27 on-line on 28-apr-2024, with a total of (B)(4) units each. The lot 4d06018 was assembled according to the wi version 27 on-line on 01-may-2024, with a total of (B)(4) units each. The lot 4d03047 was assembled according to the wi version 27 on-line on 16-apr-2024, with a total of (B)(4) units each. The lot 4e00548 was assembled according to the wi version 27 on-line on 02-may-2024, with a total of (B)(4) units each. Trending: a query was run in database on 23/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006932 and 2 more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in brazil this emder is being submitted for unknown number quantity. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia event caused by an infusion set bent cannula event. Blood glucose level was 562 mg/dl at the time of the event and patient got treated with hydrated saline and insulin pen. Patient stayed the afternoon in the hospital. Patient was experienced the symptoms of headache, and nausea. Patient was also sick with a cold. No further information available.